Event description:
Patient was implanted on right side and underwent revision surgery due to fracture of femoral component.

Manufacturer narrative:
Additional information was received on nov 16, 2020. The manufacturer received other source documents for review. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
Investigation results were made available. 1. Event description: it was reported that the revitan stem was implanted in (B)(6) 2011 and revised 9 years and 8 months later due to a fracture at the connection pin. Harm: s3 - instability, moderate. Hazardous situation: implant deteriorates, breaks or loses function postoperatively. 2. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Revision report of (B)(6) 2020: from the report at hand the following relevant information can be summarized. The clinical summary section describes a sudden functional deterioration of the right hip in relation with a fracture of the revitan stem at the connection pin. The cup is perfectly osseointegrated and stable. There is a ceramic-ceramic bearing in place. The procedure section states that a femoral flap is performed, which, because of the osseointegration of the distal stem part, fractures into two fragments when lifted. The medial cortical fragment remains intact but it fractures during removal of the diaphyseal part. The proximal stem part is removed without difficulty because it is macro mobile. The distal stem part is perfectly osseointegrated, and is released progressively and removed finally under good conditions. The cup appears to be perfectly stable, with not much anteversion, and it is decided to leave it in place. An amplitude stem and a biolox delta head are implanted. 3. Product evaluation: visual examination: in the as-received condition the biolox delta head and the proximal part of the revitan stem were still assembled. For better handling the parts were disassembled. Before the disassembly the stem to head position was marked. After disassembly, dry grey-bluish deposits could be observed on the face surface and proximal region of the stem¿s taper as well as in the dome of the head¿s taper. It could be assumed that these deposits are oxides formed as a result of not proper cleaning of the taper surfaces before the definite mounting of the head on the stem. The connection pin of the revitan stem is fractured in the non-blasted area. The fracture is located approximately 1 to 5 mm below the proximal end of the distal part. The proximal part of the connection pin is still assembled to the proximal part of the revitan stem. The proximal and distal fracture surfaces show a fatigue fracture starting from the lateral side). On both fracture surfaces, two ratchet marks can be observed laterally pointing to several fracture origins. Polished areas can be recognized all around the edge for both the proximal and distal fracture surface. Damage (polishing) from contact between the parts after the fracture can be seen on the distal fracture surface. Macroscopically, as far as visible, no defects that could have triggered or favored the fracture were found on the fracture surfaces. On the proximal stem part, the posterior edge of medial shoulder is worn. On the distal stem part, the lateral inside and the lateral face surface of the stem body is worn and deformed. The medial edge of posterior shoulder is worn. On the proximal part of the revitan stem, revision damage in the form of scratches and instrument marks can be seen on the neck and on the anchoring region. On the posteromedial side of the stem neck a polished area can be seen. On the lateral side several polished spots and lines can be seen on the anchoring surface. There are no signs of bone ongrowth on the anchoring surface of the proximal stem part. On the proximal fracture part of the connection pin there is an almost circumferential stripe with surface changes adjacent to the fracture surface. Closer inspection of the stripe with a low power microscope (leica mz16 a, eq-ID: wnt-03-rsr-540-151663) revealed polishing, smeared material, some signs of corrosion and fretting, as well as a crack. On the anterior and medial side of the stripe, several break-outs can be noticed close to the edge of the fracture surface. Adjacent to the stripe joins the original surface followed by the blasted area. On the latter an area with polishing and smeared material can be observed on the anterior side. Revision damage in the form of coarse scratches and drill marks can be seen on the anchoring surface of the distal part of the revitan stem. Bone attachments are visible on the finned region of the anchoring surface. On the articulation surface of the biolox delta head metallic smearing can be observed which is denser in some areas. Inside a non-smeared area an elliptically shaped metallic smearing is visible on one side. Some metallic smearing can also be noticed on the bottom bevel of the head. 4. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. 5. Conclusion: based on the received information the revitan stem was implanted in (B)(6) 2011 and revised 9 years and 8 months later due to a fracture at the connection pin. Investigation of the retrievals at hand showed that the fracture of the revitan stem occurred due to fatigue in the non-blasted area of the connection pin, few millimeters below the proximal end of the distal stem part. The fracture origin area is located on the lateral side of the stem. Macroscopically, as far as visible, no defects that could have triggered or favored the fracture could be found on the fracture surfaces. On the proximal fracture part of the pin there is an almost circumferential stripe revealing a mixture of surface changes. It is unknown if the stripe existed already before the start of the fracture or developed exclusively as a concomitant phenomenon. Bone attachments could be observed on the distal part of the revitan stem but not on the proximal part. Further, on the proximal stem part, polishing can be seen on the stem¿s neck and on the anchoring surface which indicates movement between the part and the surroundings. In agreement, the revision report states that the proximal stem part was macro mobile and it could be removed without problems. It is unknown if the polishing existed already before the start of the fracture and is associated with it or developed exclusively as a concomitant. As there is no x-ray follow-up at hand, the bone situation around the revitan stem from immediately after the implantation until the fracture of the stem stays unknown. Today it is known that for patients with severe proximal deficiency, a surgeon should consider surgical options to ensure proximal bone support (such as medial and/or lateral strut grafts) or switching to a monobloc revision stem (1). At the time of implantation in (B)(6) 2011 this was not known and respective guidance could not be provided to the surgeon. Based on the above described findings and today¿s knowledge, it can only be assumed that from a biomechanical point of view the proximal bone support of the revitan stem was suboptimal during the time in vivo. The bone support situation in combination with other factors, e.g. The surface changes observed on the connection pin, may have contributed to the sequence of events finally resulting in the fatigue fracture of the stem. As there is no patient information available (e.g. Bmi, type and level of physical activity, complete medical history, etc.) Any influencing factors that may result from these aspects remain unknown. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). In conclusion, as the cause may be multifactorial an exact root cause could not be identified for the reported event. References: revitan straight revision hip system surgical technique, 06.01109.012x - rev. 2 2016-11 a4 the need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file (B)(4).

Event description:
Investigation results are now available.

Manufacturer narrative:
Concomitant medical product: revitan, proximal part, conical, uncemented, 65, taper 12/14; item# 0100401065; lot# 2571374. The manufacturer did not receive x-rays for review. Other source documents were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on right side and underwent revision surgery due to fracture of femoral component.